Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported sharp and dull pain at the implant site. The patient also reported redness and hotness at the implant site. Attempts were made to obtain additional information however was unsuccessful. The device remains in service. No additional adverse patient effects were reported.